Manufacturer narrative:
The 357.372 lot number 7921670 helical blade inserter and 357.377 lot number 7081955 helical blade coupling screw were returned and reported to have become damaged intraoperatively. This complaint condition was likely caused by frequent repeated use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 357.372 helical blade inserter and 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The devices were returned and reported to have become damaged intraoperatively. This condition is confirmed; the tip of the inserter is severely deformed and the proximal alignment indicator rotates freely. The deformed distal face has been flattened into more of an oval shape rather than the manufactured circular cannulation. The distal threads of the coupling screw are quite worn with nicks and markings along the more distal threads. It is likely that frequent repeated use and possible rough handling during surgery or sterile processing has led to this complaint condition. The inserter was manufactured in 2/2015 and is over two years old. The coupling screw was manufactured in 3/2013 and is over four years old. The balance of the returned devices is in fairly battered condition consistent with use with a hammer intraoperatively. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for these devices can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of these devices. All measurements have been performed by calipers. It is likely that frequent repeated use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant medical products: nail (part number unknown, lot number unknown, quantity 1). (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part #357.377, synthes lot#7081955. Release to warehouse date: 27-mar-2013, 30-apr-2013. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it ws reported that during a trochanteric fixation nail (tfn) insertion procedure, the inserter and coupling screw became damaged. The surgeon was not able to fully insert the helical blade as the blade was only able to go half way through the blade guide sleeve then it became stuck. The tip of the inserter was deformed to the point that a helical blade could no longer be connected and the coupling screw is unable to thread to the helical blade due to damage. It is unknown when the damage occured to the inserter rather upon insertion or removal of the blade. There was no damage to the nail. The surgeon was able to use a new helical blade, inserter, and coupling screw to complete the procedure. There was no report of patient harm and surgical delay. There are 3 devices in this complaint. Concomitant medical products: nail (part number unknown, lot number unknown, quantity 1). This report is 2 of 3 for (B)(4).